Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was having surgery today. She needed to get a temp basal at 70 percent per doctor's instruction. The customer was in the hospital for 8 days but it was not diabetes related. The customer had an infection. The customer had issues with the keypad as well. Her blood glucose level was not reported but she experienced a low blood glucose level. The insulin pump alarmed failed battery test and button error. The device was not returned.